Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("painful cycle"), endometriosis ("endometriosis") and genital haemorrhage ("heavy bleeding / blood clots"). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, endometriosis, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: in (B)(6) 2021 removed tubes and one essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), device breakage ("revealed possible remnant of an essure coil in the myometrium") and embedded device ("possible remnant of an essure coil in the myometrium") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of amenorrhea, dysmenorrhea, renal calculi, hay fever, covid-19, endometrioma, spotting vaginal, adenomyosis, endometriosis, haemorrhage abnormal, perineal pain, endometrial ablation, menstrual flow excessive and pelvic pain (pelvic cramping). Previously administered products included: ibuprofen and tramadol. Concurrent conditions were listed as endometriosis, renal calculi and adenomyosis. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), dysmenorrhoea ("painful cycle"), endometriosis ("endometriosis") and genital haemorrhage ("heavy bleeding / blood clots"). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure coils). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, dysmenorrhoea, embedded device, endometriosis, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: in (B)(6) 2021 removed tubes and one essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] (date unknown): showed possible retention of 1 of her essure coils [ultrasound scan] (date unknown): possible suboptimal placement of her essure coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain"), device breakage ("revealed possible remnant of an essure coil in the myometrium") and embedded device ("possible remnant of an essure coil in the myometrium") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of amenorrhea, dysmenorrhea, renal calculi, hay fever, covid-19, endometrioma, spotting vaginal, adenomyosis, endometriosis, haemorrhage abnormal, perineal pain, endometrial ablation, menstrual flow excessive and pelvic pain (pelvic cramping). Previously administered products included: ibuprofen and tramadol. Concurrent conditions were listed as endometriosis, renal calculi and adenomyosis. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), device breakage (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), dysmenorrhoea ("painful cycle"), endometriosis ("endometriosis") and genital haemorrhage ("heavy bleeding / blood clots"). The patient was treated with surgery (laparoscopic removal of fallopian tubes and essure coils). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, dysmenorrhoea, embedded device, endometriosis, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: in (B)(6) 2021 removed tubes and one essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] (date unknown): showed possible retention of 1 of her essure coils [ultrasound scan] (date unknown): possible suboptimal placement of her essure coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2022: medical record received. Events device breakage , device embedded events added.reporters information,medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of pelvic pain ("pain"). In an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates, she experienced pelvic pain (seriousness criteria medically important and intervention required), dysmenorrhoea ("painful cycle"), endometriosis ("endometriosis") and genital haemorrhage ("heavy bleeding /blood clots"). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered, dysmenorrhoea, endometriosis, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: on (B)(6) 2021, removed tubes and one essure coil. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-aug-2022, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.